Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of leaking set was confirmed. The leak was identified to be from a pinhole in the silicone tubing at the upper filament; however, the root cause of this pinhole was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.

Event description:
Customer reported a leaking set. The location of the leak was not provided. No patient harm reported. Although requested, no further patient/event information was provided.